Event description:
It was reported that the customer's insulin pump is not functioning. The caller stated that when he removed the cannula there was a kink at times. The customer's blood glucose reading was 176mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.